Manufacturer narrative:
The c41 passed all functional tests; the reported problem could not be duplicated. Based on the results of co's evaluation and conversations with the home care provider, improper filling techniques may have caused the reported malfunction. Co spoke to the home care provider about proper filling techniques, specifically to keep the fill connectors clean and dry, and no malfunctions have been reported since that time.

Event description:
The home care provider (hcp) reported the following: (1) that the driver filled the c41 and left the pt's home. (2) soon after, the pt filled a portable liquid oxygen (lox) unit from the c41. (3) when the portable was disengaged from the c41 after fill, the c41 quick connect froze open causing lox to leak. (4) no injury occurred.